Manufacturer narrative:
(B)(6). The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up # 1 06/10/2011. Device evaluation: the pump has been returned and evaluated by product analysis on (B)(6) 2011 with the following findings: the up arrow button were found to be intermittently responding to presses. The keypad was removed and adhesive was observed under the button contacts. This report is made under the requirements of the medical device reporting regulations and does not constitute an admission on the part of animas of any deficiency in the performance of the device.

Event description:
A family member reported that the up arrow keypad button has been intermittently unresponsive. She noted that the button sometimes feels mushy, and intermittently clicks. The family member confirmed that the keypad is intact; denied exposing the pump to water; and stated that the patient wears the pump in his pocket.